Event description:
The reporter contacted animas on (B)(6) 2012 reporting that on (B)(6) 2012 the cartridge was filled to 2 ml at 07:00 and around 08:30 the pump screen read only 100 units remaining and the patient's blood glucose decreased to 39 mg/dl by 10:48. The reporter stated that the total daily dose history showed 30.705 units for (B)(6) 2012 and reported that the patient was given one bolus of 11.75 units at 08:39. The reporter stated that she felt that there was a pump defect that caused the pump to deliver additional insulin. The reporter confirmed that the pump settings were correct. The reporter confirmed that there were no unintended boluses noted in the bolus history. The reporter also confirmed that the patient was disconnected during the prime step. This report is made based on the allegations that the patient experienced hypoglycemia and that the pump may have delivered excess insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.